Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 213mg/dl and the sensor glucose was 65mg/dl at the time of the incident. The customer reported that a couple weeks ago he was having an issue with sensor and transmitter. Sensor glucose and blood glucose difference was not within acceptable range. The customer reported that the cannula was bent. Sensor glucose value that triggered the suspend event was 40mg/dl. Threshold suspend limit in sensor settings was 70mg/dl. The customer declines to troubleshoot for high blood glucose and treated with pump. The customer stated that he did not have a low blood glucose and his sensor glucose was 66mg/dl and not his blood glucose. The sensor will be returned for analysis.